Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, adhesions, mental pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, and failure of mesh. Post-operative patient treatment included revision surgery, removal of old mesh and recurrence repair.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent the placement of a mesh due to a ventral hernia. The patient underwent a revision surgery in (B)(6) of 2013 and 2014. The patient experienced pain.

Manufacturer narrative:
Additional information: a4, b5, b7, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, adhesions, mental pain, suffering, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, defective device, and failure of mesh. Post-operative patient treatment included revision surgery, removal of old mesh and recurrence repair, CT-scan, hernia repair with new mesh. Relevant tests/lab data: (B)(6) 2013: per op note, CT scan revealed recurrence of ventral hernia.

Manufacturer narrative:
Additional info: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, recurrence, and adhesions. Post-operative patient treatment included revision surgery, removal of old mesh and recurrence repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery, removal of old mesh and recurrence repair.